Manufacturer narrative:
Root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that four patients experienced ruptures of the anterior capsule during phacoemulsification surgery. The surgeon stated that the ports in the infusion sleeves did not have round edges. The surgeon added that he has become more aggressive in his actions, and swift removal during irrigation/aspiration may have caused the unrounded edge of the infusion port to shear the rhexis. The surgeon indicated all four patients are doing "fine." Additional information has been requested. This is the first of two medical device reports for this facility.